Manufacturer narrative:
Sending correction report to update device code.

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due observations of noise that was being oversensed. An x-ray confirmed that the lead was likely fractured. The new lead was implanted and attached to the old device, however they were still seeing noise when tapping on the device header. The new lead was attached to the pacing system analyzer with a clean egm. The physician decided to also explant and replace the device assuming a header connection issue. The device was explanted and returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due observations of noise that was being oversensed. The new lead was implanted and attached to the old device, however they were still seeing noise when tapping on the device header. The new lead was attached to the pacing system analyzer with a clean egm. The physician decided to also explant and replace the device assuming a header connection issue. The device was explanted and returned for analysis. No adverse patient effects were reported.